Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the ER three months ago due to a low blood glucose. No further details were provided for the ER visit; however, the customer mentioned that whenever his blood glucose gets low he eats reeses pieces to bring his blood glucose up. No products were returned or replaced.